Manufacturer narrative:
Beckman coulter technical support was consulted and indicated the customer reported the issue was due to a leaking reagent syringe. The customer replaced the reagent syringe to resolve the issue. (B)(6).

Event description:
The customer reported to beckman coulter the generation of erroneous low sodium (na) patient results on their au680 clinical chemistry analyser. The erroneous results were not reported out of the laboratory; thus there was no report of change to patient treatment in association with this event. The customer stated the patient samples were re-run on a different analyser with results considered correct. Quality control (qc) before the event was within the laboratory's established ranges.